Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached and that remote monitoring was disabled. Technical services discussed that this was a true explant indicator due to high battery impedance. Explant of the device was recommended. At this time, this device remains in service. No adverse patient effects were reported. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.